Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted there were no anomalies observed regarding the returned lead. The lead was returned with the helix stretched. (B)(4).

Event description:
It was reported that during an attempted implant, the lead exhibited high threshold of over 5 volts. The lead was removed and replaced. No patient complications have been reported as a result of this event.